Manufacturer narrative:
Please refer to the attached report the review of provided data highlighted inappropriate mode switches due to atrial oversensing on (B)(6) 2023 atrial electrical measurements are good and stable overtime. The origin of the non-physiologic signal could not be determined with certainty, it could be linked to activity of the patient on (B)(6) 2023. No general malfunction is suspected on the subject devices. This case is retained and utilized for trend purposes.

Event description:
Reportedly the atrial egm a is disturbed.